Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure a new lead was successfully placed. However, when the physician chose to reposition the lead to a more proximal position, the helix could not be detached when rotated counter-clockwise. Three different stylets were attempted without success. The physician then applied gentle traction with counterclockwise rotation and the lead eventually came away. Upon repositioning the lead, the helix would not engage the vessel after numerous attempts using various guidewires and stylets. Finally, the lead was removed and a new lead deployed and successfully placed. No patient complications have been reported as a result of this event.